Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol2. The device was implanted for 50 months and 60 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the right ventricular channel, which led to 43 inappropriate charging cycles of which 12 resulted in shock delivery. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Next, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.

Event description:
Ous MDR - after an implantation period of about 50 months, inappropriate shocks were reported. No other adverse patient side effects have been reported. The ICD and the lead were replaced. An implant date for this device was not provided.